Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer ordered the parts which were delivered by getinge. Subsequently the customer also advised that the repair of the iabp was completed by replacing the power slot interface and the power management board. The iabp was returned to clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery charging issue. The iabp batteries are not charging to full capacity. No patient was involved during this event, and no adverse event was reported. The date of event is unknown.

Manufacturer narrative:
Date was incorrectly reported in initial MDR and should read (B)(6)2018.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a battery charging issue. The iabp batteries are not charging to full capacity. No patient was involved during this event, and no adverse event was reported. The date of event is unknown.